Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2008 to remove and replace all components with cement spacer molds due to infection. It was further reported that patient underwent a reimplantation procedure on (B)(6) 2008 receiving a biomet total knee system. Subsequently, patient underwent a manipulation procedure on (B)(6) 2008 due to arthrofibrosis.